Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with false pause episodes due to loss of sensing and undersensing. Further testing and reprogramming were discussed. No further information was reported.

Event description:
New information noted that the implantable cardiac monitored was reprogrammed and the undersensing was mostly resolved. The device exhibited one episode of undersensing post-reprogramming. Patient was stable.